Event description:
The customer reported that, during the cataract surgery an ophthalmic knife was found to be dull. The surgery was completed on the same day with alternative product with no patient harm. This complaint is pertaining the seven of nine reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened ophthalmic knife in a blister pak (bp) tray with no lot information was received for the report of dullness of the blade. The returned sample was visually inspected and was found conforming. Functional penetration testing was then performed and found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned opened sample was found to be visually and functionally conforming, therefore dullness of the blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).